Event description:
Pt had port-a-cath placed previously at another facility. It was not funcitoning properly, and radiology reports showed possible separation of the catheter. Port-a-cath was removed. Catheter was approximately 3 inches long and the tip appeared to have a fracture. Pt is to follow up with cardiologist to retrieve possible retained foreign body.